Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, explanted: 2014 (B)(6); product type lead product ID neu_unknown_lead, serial# unknown, explanted: 2014 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was doing great.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overheating, initially during recharging, but eventually all the time when the device was in use. It was noted that the patient had symptoms of a burning sensation in the device pocket. There were no reported diagnostics or troubleshooting done at the time of report but was to be performed in the future. The ins and lead were then explanted and replaced. The hospital facility was to provide the deiced to the manufacturer for analysis. The patient¿s status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.